Event description:
Reportedly, the device was explanted because it could not be interrogated; in addition, no magnet response was observed. The previous follow up was performed less than 3 weeks before its explantation and everything was normal at that time with a magnet rate at beginning of life (96 min-1) and a battery impedance lower than 1 kohm.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.